Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was out shopping, the pod detached from the infusion site, on the hip/buttocks, after approximately 5-24 hours of wear. It was further noted that the cannula became dislodged and there was bleeding on the infusion site. This resulted in the patient¿s blood glucose level increasing to above 13.9 mmol/l (250 mg/dl). The patient applied a new pod and successfully resumed therapy.